Event description:
It was reported that the user's ilet bionic pancreas counted down and stopped automated dosing after operating for approximately 72 hours without a connected cgm, while the user manually entered blood glucose values due to being without a libre 3 plus sensor. Symptoms included user confusion about pump behavior. Outcomes included interruption of automated insulin delivery and transition to a backup insulin therapy plan as instructed. Investigation included technical review and user guidance. Investigation of this case revealed the device behaved as designed by ceasing automated dosing after the allowable period without cgm connectivity. It was concluded that the event was due to expected device safety functionality in the absence of a working cgm, and the user was directed to contact a clinician for a backup insulin plan. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.